Event description:
The physician received a shock from this handpiece when the handpiece was initialized prior to the start of a cataract extraction procedure. The physician was not grounded. Another handpiece was used for the procedure. There was no injury.